Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed the following literature: spiral enteroscopy: a preliminary experience in asian population by mohan ramchandani, d. Nageshwar reddy, rajesh gupta, et al. The aim of the study was to evaluate the efficacy of spiral enteroscopy with an olympus enteroscope (sif q180) in an asian subset of patients. Between january and march 2010, 11 patients underwent spiral enteroscopies. Eleven patients (five male and six female) mean age 41.6 years (range 21¿62 years) underwent spiral enteroscopy. Spiral enteroscopy advancement was successful in all patients. The average depth of insertion was 249 cm (range 120¿400 cm) past the ligament of treitz, and the average time for the procedure was 27.8 min (range 20¿32 min). The findings included ulcers (n = 3), polyps (n = 1), arteriovenous malformation (n = 2), ulcer with stricture (n = 1), and lymphangiectasia (n = 1). No major complications were observed. The study concluded that the initial experience with spiral enteroscopy showed that it was easy to perform, takes less time than balloon assisted enteroscopy and was relatively safe. The authors used olympus sif-q180 and reported the following adverse events: superficial esophageal mucosal trauma (4). (B)(6) is for patient 2, (B)(6) year old female with peutz-jeghers syndrome. (B)(6) is for patient 4, (B)(6) year old female with obscure gastrointestinal bleed (ogib). (B)(6) is for patient 5, (B)(6) year old female with ogib. (B)(6) is for patient 7, (B)(6) year old male with ogib. This is report 2 of 4 for: (B)(6) for patient 4, (B)(6) year old female with obscure gastrointestinal bleed (ogib).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.